Event description:
A report that a patient was having difficulties charging her ipg was received. The physician assessed the patient's pocket site and determined that the ipg was implanted too deep. The physician revised the pocket site. Nothing was implanted or explanted and the patient is reportedly doing well.